Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced sensor reading discrepancies. The sensor was reading in the 30 to 40 range, but her blood glucose level was 170 mg/dl. The customer changed the sensor which had a bent cannula. The customer reported that the new sensor would not connect and she received a lost sensor alert. Blood glucose at the time of the incident was low at 50 mg/dl, which was treated with food. The customer declined troubleshooting for low blood glucose and stated it was probably due to the carb ratio settings. The customer was assisted with reconnecting the sensor. It was advised to follow up with the doctor regarding the low blood glucose. The insulin pump will not be returned for analysis.